Manufacturer narrative:
Initial and final MDR - 1914985- MDR 3003442380-2024-14716 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 25-april-2024, it was reported that patient experienced issue with four infusion sets as they fell off during use. The event occurred within 2 days after insertion. No further information was available.